Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) triggered a signal artifact monitoring event with the minute ventilation termination algorithm noise present. The ra lead impedances and amplitudes were within range and stable. Ra lead thresholds have increase slightly but are not high. It was recommended to evaluate ra lead in office with isometrics and continue to monitor and programming options were recommended for the ICD. Both the ICD and the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) triggered a signal artifact monitoring event with the minute ventilation termination algorithm noise present. The ra lead impedances and amplitudes were within range and stable. Ra lead thresholds have increase slightly but are not high. It was recommended to evaluate ra lead in office with isometrics and continue to monitor and programming options were recommended for the ICD. Both the ICD and the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.